Event description:
It was reported that at the time of replacement of an implantable defibrillator (ICD), electrocautery was applied to the patient's device pocket and then a "frayed" area was observed on the insulation of an in use defibrillation lead. The physician elected to replace the lead. The lead was capped. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.